Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer. It was reported that the patient was unable to recharge and experienced a loss of therapy. The rep also reported that the physician was aware and a referral was made for replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a power on reset issue. The status of the device is implanted, but out of service. The product was not replaced at the time of the report, but will be replaced in the future. There was an overdischarge due to patient compliance. The patient stated that she had gone approximately four weeks without charging after the battery had depleted. Four attempts at a (power on reset) were performed, and when using antenna locate, 80-90 was achieved. Per the patient and health care provider¿s wishes, the patient was referred for a replacement of the implantable neurostimulator. The issue was not resolved at the time of the report; however a surgical intervention has been scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient was going to have an MRI but it was unknown if the procedure was due to a problem with the device or therapy. Symptoms included hyperreflexia, clonus, and hoffman on the patient¿s left side but it was unknown if the symptoms were related to the device or therapy. The hcp was reading from the patient¿s report. They initially stated that the patient needed a whole spine MRI, but then after reading the patient¿s report they are unsure if the patient needed an MRI. The hcp also read from the patient¿s report that the patient¿s battery was at its end of battery life and the patient was post-operative from a battery change out on (B)(6) 2017 because the battery was not working. It was noted that the patient¿s therapy covers about 75% of the patient¿s symptoms. Additional information was received from a manufacturer representative (rep) on 2017-apr-28. The rep stated that the patient had a spinal cord stimulator implantable neurostimulator (ins) replacement. The implant was for the patient¿s chronic pelvic pain. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found the ins had reduced capacity due to the overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.